Manufacturer narrative:
(B)(4).

Event description:
The consumer implanted for chronic low back pain reported seeing an end of service (eos) error code since a week prior to the report. The patient reported that the implant was charged on (B)(6) 2015 and she felt stimulation couple nights prior to this report. Patient services assisted the patient with using the charger, but the patient got the repositioned antenna screen and the message changed to eos on the recharger screen. The patient thought since she had the charger, she could keep charging her implant. Additional information was received from the patient on (B)(6) 2015 indicating that their battery had ran-out and they needed their stimulator in their hip replaced. They had a scheduled appointment with their doctor on (B)(6).